Event description:
Customer reports back to back testing on the compact system with results of: 66mg/dl to 104mg/dl. 44mg/dl to 88mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect and replacement product was shipped.